Manufacturer narrative:
(B)(4). Other device removed. Model: 8145, description: reactiv8 implantable stimulation lead, serial numbers: (B)(6), UDI #s: (B)(4).

Manufacturer narrative:
Mml #: (B)(4). Other device removed. Model: 8145. Description: reactiv8 implantable stimulation lead. Serial numbers: (B)(6). UDI #s: (B)(4). The ipg and lead assemblies were received for analysis. There was no allegation of any issue with the functionality of the returned ipg and lead assemblies. The ipg passed functional testing and performs properly. Visual inspection observed no damage or anomalies with the received ipg. Both leads were received and cut into two segments. The cut damage is assumed to have occurred during explant. No other damage or anomalies were observed in either lead. Functional testing could not be performed because both leads were received and cut into two segments. The device history record, including the sterilization process, was reviewed. No relevant nonconformances were found that could have contributed to the infection. Updated h6. Corrected g1.

Event description:
It was reported that the patient underwent a surgical procedure to explant the reactiv8 system due to suspected infection. An initial culture was taken, but the infection was not confirmed. Due to swelling and redness around the battery site, the infectious disease physician recommended removing the device. Reportedly, the patient was getting great relief from the therapy. The implantable pulse generator (ipg) and leads were removed without complications. The wound was washed out, and antibiotics were used to treat the battery pocket site. Another culture was taken at the time of the procedure. The culture results were not disclosed to mainstay medical. There was no report of patient harm or injury.

Event description:
It was reported that the patient underwent a surgical procedure to explant the reactiv8 system due to suspected infection. An initial culture was taken, but the infection was not confirmed. Due to swelling and redness around the battery site, the infectious disease physician recommended removing the device. Reportedly, the patient was getting great relief from the therapy. The implantable pulse generator (ipg) and leads were removed without complications. The wound was washed out, and antibiotics were used to treat the battery pocket site. Another culture was taken at the time of the procedure. The culture results were not disclosed to mainstay medical. There was no report of patient harm or injury.